Event description:
It was reported that patient was revised on a left knee due to femoral loosening.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femoral condyle. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.